Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pyxibus controller board and the drawer 3.2 drawer controller board were faulty. A field service engineer found that drawers 3.1 and 3.2 had failed; both drawers popped open but were not recognized by the application. The pyxibus controller board showed both drawers as closed, so the field service engineer replaced it, restoring drawer 3.1. Drawer 3.2 still did not appear on the bus, and no cubie pockets were read despite correct row board and controller lights. A new retractor band cable was tried with no change, then the original band was reinstalled and the drawer 3.2 controller board was replaced, after which the cubies appeared on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was failed. The customer stated that drawer kept making clinking sound when it opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.